Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was the proximal lad with mild calcification, mild tortuosity and 90% stenosis. During the third or fourth cutting, the balloon ruptured at 2 - 3 atm. A new flexi-cut was used to compete the procedure. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering has reviewed the case description; however, the device was not returned for analysis. Balloon ruptures may occur due to, but are not limited to, manufacturing, materials, patient anatomy, lesion morphology, inflation technique, and/or device handling. The condition of the reported target lesion may have contributed to the reported balloon rupture. Since the device was able to be prepared for use, and used for several cuts, the rupture may be related to circumstances during the procedure; however, without the return of the device, a thorough analysis could not be performed, and a root cause can not be definitely determined.